Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0q3td, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported stimulation was set too high during an appointment in (B)(6) 2015. A "sudden" cramping sensation was experienced in the pelvic area. The device was turned off for a week as instructed by the healthcare provider (hcp) which caused the cramping to stop. Cramping returned after stimulation was turned back on for a while, even with the device on and settings at 0 volts. Again, cramping stopped when the device was turned off and returned with the device on at 0 volts. However, it was also reported from a manufacture representative that the cramping persisted when the device was off. Impedance tests were reportedly normal. The issue was unresolved at the time of the report. Cause, actions, and outcome remain unknown. Follow up was conducted to obtain additional information. The indications for use included gastrointestinal/pelvic floor and urinary dysfunction.